Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the battery has already died and his screen was blank. Customer's blood glucose value was unknown. Customer was advised to discontinue use of the pump. Insulin pump will be returned for analysis and a replacement pump will be sent.

Manufacturer narrative:
Device monitored for several days and no blank display noted. Device passed the displacement test. Device received with normal operating current. Device passed self test. Pump passed off no power test. Device received with stripped battery cap coin slot(p).